Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the pump time and insulin therapy was resumed. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. It was also reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor; cause was unknown. A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.